Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced a low blood glucose after coffee with milk triggered automated corrections when glucose rose to 173 mg/dl, followed by a timely breakfast announcement and subsequent treatment of the ensuing low with 8 grams of juice with the lowest continous glucose monitor (cgm) value of 68 mg/dl and a brief duration. No device-specific component issue was identified. Symptoms included lightheadedness consistent with hypoglycemia. Outcomes included no health consequences or lasting impact, and glucose was in range at the time of contact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available regarding a device malfunction and insufficient information to attribute the event to a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.